Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl suspected. Author of the article later reported "none of the patients included in this study had a confirmed diagnosis of bia-alcl". Allergan medical safety has determined that there is no malignancy.

Event description:
Healthcare professional later reported "none of the patients included in this study had a confirmed diagnosis of bia-alcl".

Event description:
Through journal article "a histological assessment tool for breast implant capsules validated in 480 patients with and without capsular contracture", histological samples from 480 patients who underwent breast augmentation or reconstruction were analyzed. Healthcare professional reported chronic/acute inflammation (12% of samples), calcification (6% of samples), capsular contracture baker grade I/ii and iii/IV (233 patients), rupture (74 patients), "multinucleated giant cells and granulomatous inflammation (silicone granulomas)" (22% of samples), "free silicone vacuoles, intracellular located silicone in macrophages (foam cells)" (54% of samples), and "bia-alcl" (12 patients). Pathological markers confirming alcl have not been received. This record is for the 19 patients with cui devices. Affected side is unknown. Status of devices is unknown.

Manufacturer narrative:
Article citation: larsen a, timmermann am, kring m, weltz tk, orholt m, vester-glowinski p, elberg jj, trillingsgaard j, mielke lv, holmich lr, damsgaard te, roslind a, herly m. A histological assessment tool for breast implant capsules validated in 480 patients with and without capsular contracture. Aesthetic plast surg. 2024 jun 7. Doi: 10.1007/s00266-024-04128-5. Continued e.1. Facility name: department of plastic surgery and burns treatment, copenhagen university hospital, rigshospitalet. The events of capsular contracture, lymphoma-alcl-suspected, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV; rupture; bia-alcl-suspected; "multinucleated giant cells and granulomatous inflammation"; "free silicone vacuoles".